Manufacturer narrative:
Concomitant products : 6947-65 lead, implanted: (B)(6) 2011, 4076-52 lead, implanted: (B)(6) 2011. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced non-symptomatic ventricular tachycardia (vt) and due to the programming of the device, it was designated as fast ventricular tachycardia (fvt) and therapy was delivered. The physician questioned the appropriateness of the shocks. Reprogramming optimization was discussed to disable zone merging after detection and the device remains in use. No further patient complications have been reported as a result of this event.